Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "intermittent system freezing" (device stops intermittently). A nurse reported during set-up the system freezes, the lights are dimmer, and the gas seems to be seeping from the back. The system was rebooted four times before finally allowing the surgeon to complete the case. Pts were not prepped for surgery when the issue occurred. Add'l info was requested, but no new info has been received. The nurse stated she would not be providing anymore info.

Manufacturer narrative:
The facility did not request service. The facility was advised to report further occurrences. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unk at this time. Qa will monitor related complaints and will take action for further occurrences as necessary. (B)(4).